Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have allegedly leaked fluid. Replacement equipment was sent.

Manufacturer narrative:
This report is submitted on december 11, 2022.